Event description:
The product was used during a left pneumonctomy procedure. Reportedly, the instrument was difficult to open. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.